Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that impella cp was placed without difficulty. After the pci procedure while the 14fr short sheath was being removed, impella cp came back across the aortic valve. When trying to re-advance into the lv, the impella prolapsed, and the pigtail was hooked on the cannula. We got radial access and advanced a snare to catch the pigtail of the impella. Simultaneously, we pulled back with the snare attached to the pigtail and pulled back on the 9 fr impella catheter at the right groin site and were able to straighten the impella out. The cp was explanted and a new cp was implanted successfully.

Manufacturer narrative:
The investigation of positioning issues and product damage (cannula kink) has been completed. The impella device was not returned for evaluation. Positioning issues: the cause of positioning issues most likely was use related due to improper technique as impella cp came back across the aortic valve while the sheath was being removed. Product damage (cannula kink): the cause of product damage (cannula kink) issue most likely was cannula kink due to improper technique as it occurred when trying to re-advance impella into the left ventricle (lv), the impella prolapsed, and pigtail was hooked on cannula.